Manufacturer narrative:
(B)(4). Concomitant medical products: 12-162609 - integral stem ¿ 734140; 31-472005 ¿ vision puller bearing ¿ 937390; 135254 ¿ vision ringloc shell ¿ 045260; 11-105904 ¿ vision ringloc liner ¿ 736400; 103533 ¿ low profile screw ¿ 201961; 103530 ¿ low profile screw ¿ 101185. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital did not approve of return. The investigation is in process. Once the investigation has been completed a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01597.

Event description:
It was reported that patient underwent a right hip revision approximately 20 years post implantation due to pain and leg length discrepancy. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned for review. Medical records were reviewed with no complications noted. X-ray review indicates possible poly wear. DHR was unable to be reviewed without part/lot code combination. Root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.